Manufacturer narrative:
Received one used silicone evacuator of 100cc without original unit packaging. The reported issue was confirmed with an unknown cause. During the visual evaluation, it was found that the evacuator was missing the retaining ring. Evidence that the top part had been assembled to the evacuator's bulb was noted. Evidence of this assembly is usually noted with a mark on the bottom part of the silicone bulb. The ring was not returned for evaluation with the sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "vi. Warnings: 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device would not hold suction. The device reportedly was replaced without injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device would not hold suction. The device reportedly was replaced without injury to the patient.